Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v004139, implanted: (B)(6) 2006, product type lead product ID: 3389-40, lot# v004139, implanted: (B)(6) 2006, product type lead product ID: 37642, serial# (B)(4), product type programmer, patient product ID: 64002, lot# n260654, implanted: (B)(6) 2011, product type adapter product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed due to infection in (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported it was uncertain if there was a culture done. The location of the infection was uncertain. Devices were removed and the patient was treated, infection was cleared.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# v004139, implanted: (B)(6) 2006, product type: lead; product ID 3389-40, lot# v004139, implanted: (B)(6) 2006, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 64002, lot# n260654, implanted: (B)(6) 2011, product type: adapter; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.